Event description:
It was reported that cgm displayed error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, and performed pump reset with guidance, after which pump no longer displayed cgm error.